Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose level was recorded at 512 mg/dl, which exceeded normal levels. The customer managed the high blood glucose level by administering a correction injection using multiple daily injections (mdi) without requiring significant assistance from a third party. Reportedly, the customer reverted to an alternate method insulin therapy.